Event description:
Same case as MFR # 2134265-2010-05699, 2134265-2010-05700, 2134265-2010-05703, 2134265-2010-05702. It was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was noted on the device. Upon unpacking the rotawire a "white stain like scaly residue" was noted on the surface of the wire. The device had no contact with the patient. The procedure was completed with another rotawire guide wire. The patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned guide wire presents a white substance in several parts of the wire. This white substance was concluded to be hystrene (lubricant).the white substance was held under a light bulb in order to confirm that the white substance is the hystrene (lubricant) which could melt under warm temperature. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference due to the customer's dissatisfaction with the appearance of the product. (B)(4).

Event description:
Same case as MFR # 2134265-2010-05699, 2134265-2010-05700, 2134265-2010-05703, 2134265-2010-05702 it was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was noted on the device. Upon unpacking the rotawire a "white stain like scaly residue" was noted on the surface of the wire. The device had no contact with the patient. The procedure was completed with another rotawire guide wire. The patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR # 2134265-2010-05699, 2134265-2010-05700, 2134265-2010-05703, 2134265-2010-05702 it was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was noted on the device. Upon unpacking the rotawire a "white stain like scaly residue" was noted on the surface of the wire. The device had no contact with the patient. The procedure was completed with another rotawire guide wire. The patient status is stable.